Event description:
It was reported the patient presented in clinic for follow up. Upon interrogation, it was discovered the right ventricular lead exhibited a loss of capture. X-ray did not reveal any anomalies. The lead was explanted and replaced. The patient was in stable condition.